Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator is experiencing a "blue vela screen and then goes blank with the ventilator running". The customer stated that they are unable to see anything "front faulty". The customer confirmed that there was no patient involvement associated with the reported issue.